Event description:
Pelvic pain, acne, joint and muscle pain, metallic taste in mouth, painful intercourse, heavy periods with clots ( uterine ablation was done), painful periods,fibromyalgia, plantar fasciitis requiring 2 surgeries, hives, rashes, vaginal itching( no discharge), back pain, fevers, weight drain, fatigue, nausea, dizziness ,bloating,swelling in extremities , chest palpitations, depression, anxiety, tremors, hair thinning, memory loss, low vitamin d, mouth sores, insomnia , heart burn, panic attacks,mood swings, cysts, breast pain and cysts, neck and spine pain. C-reactive protein elevated 9-80. (B)(4).

Event description:
(B)(4). Hysterectomy lavh/ bs left oophorectomy (B)(6) 2014. Adenomyosis leiomyoma left fallopian tube small focus of hemorrhage and acute inflammation paratubal cyst.